Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced floppy glans syndrome due to the cylinders being too short for his anatomy. A revision surgery was performed to explant and replace the device using larger cylinders. No additional patient complications were reported.

Manufacturer narrative:
Updated h6 evaluation conclusion code.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced floppy glans syndrome due to the cylinders being too short for his anatomy. A revision surgery was performed to explant and replace the device using larger cylinders. No additional patient complications were reported.